Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned liquid in the lens case/vial. Visual inspection found the haptic torn and a piece missing. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.2, -8.5 diopter, implantable collamer lens in the patient's eye on (B)(6) 2017. The surgeon was having difficulty loading the lens as the lens kept folding. After the implantation, the surgeon noticed that the lens tore. The lens was exchanged intraoperatively with a back-up lens and the problem was resolved

Manufacturer narrative:
Additional information: a lens work order search was performed. No similar complaint types were found. Claim#: (B)(4).